Manufacturer narrative:
A getinge field service technician (fst) was sent for investigation on 2024-02-06. The venous probe was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID# (B)(4).

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that the venous probe, older version with 7 lenses, failed reading the svo2 parameters. The venous probe was not exchanged between units. There was no mechanical damage, and the venous probe was initializing with success. The cardiohelp was replaced by another one without any problem for the patient. The failure occurred during treatment. A getinge field service technician (fst) was sent for investigation. The venous probe was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The device was investigated by getinge life-cycle-engineering (lce) on 2024-04-03 and the failure could be reproduced and confirmed. The defect can most likely be linked to an internal defect in the venous probe. A comparable failure was already investigated by the lce: tests showed that the venous probe has a significant error in the measurement of the oxygen saturation, which then leads to the display ¿----¿ % and an error message. Thus the reported failure could be confirmed due to a defective venous probe. The exact root cause could not be determined due to the age of the venous probes. According to the lce, the defective venous probe would need to be sent to the manufacturer (datamed) for further investigation, which is not suitable, since a new version of the venous probe is available since march 2019. The venous probe does not influence the blood flow of the device. The venous probe is for monitoring the blood gas values (hemoglobin (hb), hematocrit (hct), oxygen saturation (svo2) and venous temperature). In the instructions for use (IFU), chapter 2.2.5 "monitoring and sensors" of the cardiohelp system it is stated that these values must be regularly checked by the user via a blood gas analysis by a laboratory. Furthermore, in the IFU is stated that prior to a therapeutic measure based on the parameters displayed a laboratory blood gas analysis must be checked. The cardiohelp generates an acoustic and visible alarm in case of a failure of the venous probe. Additionally, in the IFU, chapter 5.1 "application overview for disposables", is stated that if the disposable was changed during operation the venous probe could be re-initialized again. The review of the non-conformities has been performed on 2024-03-12 for the period of 2014-02-27 to 2024-02-08. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2014-02-27. Based on the results the reported failure "venous probe not reading svo2" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that the venous probe failed reading the svo2 parameters. The failure occurred during treatment. The venous probe was not exchanged between units. There was no mechanical damage, and the venous probe was initializing with success. The cardiohelp was exchanged. No harm to any person has been reported. Complaint ID# (B)(4).

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.